Event description:
Complainant alleged that during biomed testing, the device inappropriately shuts down and displays an error message. Complainant indicated that there was no patient involvement in the reported malfunction.